Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring an additional intervention. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. The patient had a large atrium. The anterior leaflet was noted to be thin and the posterior leaflet was restricted. One clip was implanted, reducing the mr from grade 3-4 to grade 1-2. On (B)(6) 2016, it was noted that the clip had detached from the anterior mitral leaflet, remaining attached to the posterior leaflet. The mitral regurgitation increased from grade 1-2 to grade 3. A second mitraclip procedure was performed on (B)(6) 2016, with implantation of 2 clips and the mitral regurgitation was reduced to grade 1. Post procedure the patient was doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and procedural conditions. The reported patient effect of mr was due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.